Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that during the installation process, the unit displayed vent inop code 100e (blower stalled). There was no patient involvement.

Manufacturer narrative:
Device evaluation & resolution and disposition device evaluation: visual inspection of the v60 vent did not identify any signs of damage or contamination to the exterior of this unit. The unit was booted up into the diagnostic mode, it delivered breaths, and it did not generate any errors during one hour of auto-cycling. Flow, leak and pressure testing was performed, but the unit passed without failures. The diagnostic event log was downloaded and reviewed. Review of the log confirmed the customer's experience. Vent inop code 100e (blower stalled) was registered in three instances. Resolution and disposition: the customer's returned vent did not generate any errors during the extended run time. No failures were identified. The root cause for the customer's experience of ven inop (blower stalled) could not be identified.